Manufacturer narrative:
This report is associated with (B)(4), new poligrip sg. New poligrip sg is marketed as super poligrip cream in the us.

Event description:
Urinary retention [incomplete urination], abdominal distension [abdominal distension], weight increased [weight increased], decreased appetite [inappetence], hypophagia [oral intake reduced], abdominal discomfort [abdominal discomfort], oedema peripheral [pedal oedema], insomnia [sleeplessness], loose tooth [loose tooth], device use error [device use error], product measured potency issue [product measured potency issue], contraindicated device used [contraindicated device used]. Case description: this case was reported by a consumer via call center representative and described the occurrence of incomplete urination in a (B)(6) male patient who received double salt dental adhesive cream (new poligrip sg) cream for denture wearer. Concurrent medical conditions included denture wearer, hypertension and diabetes mellitus. Concomitant products included amlodipine besilate + irbesartan (aimix) and sitagliptin (januvia). On an unknown date, the patient started new poligrip sg. In (B)(6) 2018, an unknown time after starting new poligrip sg, the patient experienced incomplete urination (serious criteria gsk medically significant) and pedal oedema. In (B)(6) 2018, the patient experienced abdominal distension, weight increased, inappetence and oral intake reduced. On an unknown date, the patient experienced abdominal discomfort, sleeplessness, loose tooth, device use error, product measured potency issue and contraindicated device used. On an unknown date, the outcome of the incomplete urination, abdominal distension, weight increased, inappetence, oral intake reduced, abdominal discomfort, pedal oedema, sleeplessness, loose tooth, device use error, product measured potency issue and contraindicated device used were unknown. It was unknown if the reporter considered the incomplete urination, abdominal distension, weight increased, inappetence, oral intake reduced, abdominal discomfort, pedal oedema, sleeplessness, loose tooth, device use error, product measured potency issue and contraindicated device used to be related to new poligrip sg. [Clinical course] the patient was treated with aimix combination tablets for hypertension and januvia 50 mg for diabetes mellitus. One month before the time of this report, the dose of either one of them was increased. He was also taking numerous supplements including mulberry leaves and amino acid. He was using new poligrip sg for upper and lower dentures for many years. Initially, the dentures stayed in place until nighttime after he applied new poligrip sg once daily. However, his denture became apt to come off every year. As of this report, he had to apply new poligrip sg three to four times daily. In (B)(6) 2018, his abdomen started sticking out and he gained 1 to 2 kg of body weight. Despite this, he lost appetite. He could eat only a little amount of food. Even when he went out to eat, because of stomach discomfort, he could only have soup. On (B)(6) 2018, he could only drink the starch gruel. In addition, about one month before the time of this report, he started having swelling of the feet. When he pressed the skin with his fingers, the skin remained indented and did not return immediately. He also became unable to urinate for days. Even though he had desire to void, he could urinate only a little amount. He was concerned whether these symptoms were due to damage of the liver or kidney caused by the excessive amount of new poligrip sg he was using per day. He became so concerned that he was unable to sleep at night. He had once applied new poligrip sg to a wobbly tooth, which was about to come off, although he was not supposed to apply new poligrip sg to the wound. He also wondered if this action caused the symptoms. On (B)(6) 2018, he went to a hospital, but because it was past business hours, he could not have consultation with the physician. He was also intending to visit his dentist someday. No further information is expected.

Event description:
Case description: this review also verifies that all test results meet specification requirements. This case was reported by a consumer via call center representative and described the occurrence of incomplete urination in a 75-year-old male patient who received double salt dental adhesive cream (new poligrip sg) cream for denture wearer. This case was associated with a product complaint. Concurrent medical conditions included denture wearer, hypertension and diabetes mellitus. Concomitant products included amlodipine besilate + irbesartan (aimix) and sitagliptin (januvia). On an unknown date, the patient started new poligrip sg. In (B)(6) 2018, an unknown time after starting new poligrip sg, the patient experienced incomplete urination (serious criteria gsk medically significant and other: gsk medically significant) and pedal oedema. In (B)(6) 2018, the patient experienced abdominal distension, weight increased, inappetence and oral intake reduced. On an unknown date, the patient experienced abdominal discomfort, sleeplessness, loose tooth, device use error, product measured potency issue and contraindicated device used. On an unknown date, the outcome of the incomplete urination, abdominal distension, weight increased, inappetence, oral intake reduced, abdominal discomfort, pedal oedema, sleeplessness, loose tooth, device use error, product measured potency issue and contraindicated device used were unknown. It was unknown if the reporter considered the incomplete urination, abdominal distension, weight increased, inappetence, oral intake reduced, abdominal discomfort, pedal oedema, sleeplessness, loose tooth, device use error, product measured potency issue and contraindicated device used to be related to new poligrip sg. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course]: the patient was treated with aimix combination tablets for hypertension and januvia 50 mg for diabetes mellitus. One month before the time of this report, the dose of either one of them was increased. He was also taking numerous supplements including mulberry leaves and amino acid. He was using new poligrip sg for upper and lower dentures for many years. Initially, the dentures stayed in place until nighttime after he applied new poligrip sg once daily. However, his denture became apt to come off every year. As of this report, he had to apply new poligrip sg three to four times daily. In june 2018, his abdomen started sticking out and he gained 1 to 2 kg of body weight. Despite this, he lost appetite. He could eat only a little amount of food. Even when he went out to eat, because of stomach discomfort, he could only have soup. On (B)(6) 2018, he could only drink the starch gruel. In addition, about one month before the time of this report, he started having swelling of the feet. When he pressed the skin with his fingers, the skin remained indented and did not return immediately. He also became unable to urinate for days. Even though he had desire to void, he could urinate only a little amount. He was concerned whether these symptoms were due to damage of the liver or kidney caused by the excessive amount of new poligrip sg he was using per day. He became so concerned that he was unable to sleep at night. He had once applied new poligrip sg to a wobbly tooth, which was about to come off, although he was not supposed to apply new poligrip sg to the wound. He also wondered if this action caused the symptoms. On 21 june 2018, he went to a hospital, but because it was past business hours, he could not have consultation with the physician. He was also intending to visit his dentist someday. No further information is expected. Follow-up information received on 13 july 2018. [Summary of investigation]: substantiated: no. Product family: poligrip. Pq executive summary: no sample was returned for this complaint and also the batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a 'batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing.

Manufacturer narrative:
3003721894-2018-00216 is associated with argus case (B)(4), new poligrip sg. New poligrip sg is marketed as super poligrip cream in the us. On 13 july 2018 product complaint investigation results ((B)(4)): no sample was returned for this complaint and also the batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a "batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements.